Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead with platnalock technology - 70cm; model # sc-2366-50, serial # (B)(4), (B)(4), description: linear 3-6 lead, 50cm; model # sc-3354-25, serial # (B)(4), (B)(4), description: 2x4 splitter - w4 - 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging. The ipg database analysis reported premature battery depletion. The patient was made aware of it and decided not to get an ipg replacement. The patient wants to get ipg explanted.

Event description:
A report was received that the patient had difficulty charging. The ipg database analysis reported premature battery depletion. The patient was made aware of it and decided not to get an ipg replacement. The patient wants to get ipg explanted.

Event description:
A report was received that the patient had difficulty charging. The ipg database analysis reported premature battery depletion. The patient was made aware of it and decided not to get an ipg replacement. The patient wants to get ipg explanted.

Manufacturer narrative:
Additional information was received that the patient does not want to proceed with the explant. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.